Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
The sales rep reports that during a lap cholecystectomy procedure, the device locked and the jaws would not open. They were able to get it off the tissue. There was slight trauma to the tissue. They used a different clip applier to complete the procedure. No patient consequence was reported. The device was discarded.